Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: the display lens was cracked. A leak test found that there were leaks at the display lens and the battery compartment. There was moisture damage found throughout the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the display screen was cracked and there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.